Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: product type: catheter. (B)(4).

Event description:
Information was received from a consumer and healthcare provider (hcp) in regard to a patient receiving gablofen 2,000 mcg/ml at 365 mg/day in flex mode via an implantable infusion device. The indication for use (IFU) was listed as intractable spasticity and post spinal cord injury. The other medications the patient was taking at the time of event included zanaflex, oral baclofen, and valium. The patient had a history of incomplete emptying at baseline. The patient thought he was having problems with the new pump that was implanted in (B)(6) 2015. The patient had been sick since implant in march and more so on the week of (B)(6) 2015. The patient had been going to different doctors and was waiting on MRI (magnetic resonance imagining). It was noted that it might not be the pump, and it might be where the neurosurgeon put the catheter in the patient's spine. The patient was having tremendous pain in the spine. The results of the MRI were requested, however the additional information received did not report the results. The patient had frequent visits following device replacement including dose adjustments, and frequent referrals to pcp (primary care physician) and physical medicine and rehabilitation (pmr). Clinical noted from (B)(6) 2015 were provided. The patient was taking oral baclofen as needed 10/20 mg. The patient felt the flex dosing added at the prior visit was effective during the afternoon, but was still having spasms. There was no change to gait. The patient had some tingling to legs and had always has some numbness. The patient was feeling better from the symptoms last week. The patient saw the pcp the prior week and it was reported to be likely a virus. The patient's vitals included a temperature of 97.9, pulse 78, o2 96, respirations 16, and blood pressure 130/90. The patient had a full range of motion. No rashes, wounds, or lesions. The patient had "1/4" knee extension and clonus ankles. There was no change to the daily dose on (B)(6) 2015 due to the patient reporting some increased tingling to lower extremity. Clinical noted from (B)(6) 2015 were provided. The patient was nauseated during the day after an adjustment. The patient experienced fever, chills, emesis, and diarrhea. The patient had pool therapy. The patent had tone in both quads. The tone was then reported to be ok. The patient was riding a stationary bike in order to lose weight; the patient had no restrictions on the bike. The patient was prescribed oral baclofen, zanaflex 4 mg three times per weeks for spasms. The patient's vitals included temperature 97.9, pulse 95, o2 98, respirations 12, and blood pressure 120/80. The pump sit sutures were out and the site closed with no seroma. The lumbar incision had no seroma, but was slightly swollen. The flex dose on (B)(6) 2015 was 241.9 mcg/day and was increased to 267.9 mcg/day. Clinical noted from (B)(6) 2015 were provided. The patient's right leg was tight and the patient experienced lower extremity spasms in the afternoon, evening. The patient was taking oral baclofen 20 mg. The patient had been dropping things periodically over the past several months. The patient's vitals included temperature 97.7, pulse 88, o2 98, respirations 16, and blood pressure 112/82. The patient's upper extremity strength was 5/5. The patient had a full range of motion. The patient had no rashes, no wounds, and no lesions. Under tone, it was indicated that knee flexion and knee extension were "1/4" and ankle flex "1/4", the patient mobility/gait was noted as ambulate "s.ec.". It was noted that the expected residual volume (erv) was 30.6, however the arv was not provided. An alarm date of (B)(6) 2015 was provided. The patient was being weaned off oral baclofen. Per logs provided, on (B)(6) 2015 the flex dose was increased from 267.9 mcg/day to 315.2 mcg/day. The pump was last changed (B)(6) 2015. Clinic noted from (B)(6) 2015 were provided. The patient's vitals included temperature 97.6, pulse 86, o2 98, respirations 16, and blood pressure 142/94. The patient's upper extremity strength was 5/5, and lower extremity strength was 4/5. The patient had a full range of motion. The patient's tone was positive (spasm) when lying. The patient also was had positive knee flexon and extension, palella reflex +2. The patient was diagnosed with spasticity. A volume discrepancy was reported to have occurred. The actual residual volume (arv) was greater than the expected residual volume (erv), arv: 29 ml and erv: 28.8 ml. A side port accessed was attempted unsuccessfully after multiple attempts. It was planned to monitor the patient's symptoms and monitor improvement with the dose increase that occurred on (B)(6) 2015. The flex dose was increased on (B)(6) 2015 from 315.2 mg/day to 365 mg/day. An alarm date of (B)(6) 2015 was provided. The patient had some feeling of retention urine variable emptying. On (B)(6) 2015 a healthcare provider spoke to the patient who complained that their legs felt loose. The patient was not showing signs of withdrawal. The patient had not been seen since; however the patient had a refill and evaluation appointment scheduled for (B)(6) 2015. The patient interval history included intermittent spasms during the day were increasing and the patient was not responding to the increase in pump dose. On (B)(6) 2015 the patient was administered 20 mcg of baclofen at 1900 and 2300 hours and again at 0800 hours on (B)(6) 2015. The patient had weakness was reported to being continuing. The catheter had been planned to be checked (B)(6) 2015.